Manufacturer narrative:
(B)(6). Evaluation of the returned device found it was partially deployed. Both cuffs were captured and attached to the needle tips. The rail end of the suture with knot had been cut off and not returned. The plunger was returned pulled out of the device and only 10.5 inches of the suture was returned. The posterior needle was bent distal of the follower. The bend in the posterior needle indicates that it may have been damaged during removal. This type of damage can be caused by attempting to remove the needle while the lever is in the number one position or returning the lever to the number one position before the needle has been removed. Based on the investigation findings, the probable root cause for the difficulty experienced during plunger removal is related to user technique. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, it was difficult to disengage and remove the needles from the body of the device. After the plunger was manipulated a little and depressed, the needles were removed, the foot was parked and hemostasis was achieved with the sutures. There were no adverse patient effects reported. Though requested, no additional information was provided.